Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called and stated that after placing the bravo capsule it would not transmit to the recorder. A repeat procedure was necessary.